Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the staff experienced the heating and loose tips of two handpieces while they tightened these tips hard. This is the first of two reports being filed for this facility. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the phaco handpiece heated up and the tip was loose. The company service representative replaced the phaco handpiece (hp), but did not indicate whether there were any issues with the hp. The phaco handpiece was manufactured on january 14, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was received by the nurse indicating "they tested the handpiece themselves and there was apparently no problem anymore".